Event description:
The patient was admitted to the ICU on (B)(6) 2011 with a blood glucose level of 35mmol/l. The patient was positives for ketones and unconscious. The patient was found unconscious on (B)(6) 2011 by the cleaning lady. The ambulance was called and the patient was admitted to the ICU and suffered 3 cardiac arrests with bg excursion. The patient was not sure of correct basal settings but it appeared to be correct in pump. No associated alarms in the pump history; the last alarm was on (B)(6) and was a low cartridge alarm. No boluses delivered on (B)(6) or (B)(6); the day before and the day of hospitalization. The basal history shows a basal delivery total of 9.4u on (B)(6). Prime history shows that the pump was last primed and the cannula filled on (B)(6) 2011. The pump has not been suspended. The total daily dosage adds up to bolus and basal deliveries. The pump was found without battery cap secure. No damage or cracks to pump. The battery cap can be tightened securely and no o-ring showing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
On (B)(4) 2012 supplemental information: patient outcome attributed to adverse event was omitted in error on the 3500a.